Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 470 mg/dl. The customer¿s blood glucose level was 146 mg/dl. The customer was treated with insulin pump the customer stated that they had no delivery and blood glucose continued to rise with no alarm. Customer declined to troubleshoot was previous high blood glucose any further. The insulin pump will be returned for analysis.